Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular lead exhibited a high out of range shock impedance measurement of 126 ohms. The cause of the issue was not determined and no intervention has been performed at this time. The device remains in service. No adverse patient effects were reported.